Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked case at display window corner and minor scratches on lcd window.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer also stated that the pump alarmed no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer disconnected the call because she was at work. The customer was advised to call back to troubleshoot.